Event description:
Initial reporter indicated that they had a patient who was implanted with vns in 2009 and had been hospitalized due to illness and seizures. The device was programmed in hospital related to their seizures. Good faith attempts are being made for additional details about the event. Unknown if the patient's seizures are above or below their pre-vns seizure rate.